Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). No damages or defects were found that would affect the delivery of insulin. The formed needle tip was observed to be bent. The bent needle can be confirmed as the cause of the reported irritation. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005. 007.s901usqs8eyc1 smartphone hardware: sm-s901u cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 451 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient applied a new pod. The device was originally reported for not sure if insulin was being delivered. The patient also reported redness at the infusion site.